Event description:
Customer reported receiving imprecise sequential readings on the theirprecision xceed meter. In blood glucose tests, customer received readings of 45 mg/dl and 272 mg/dl within 10 minutes. The results when plotted on a parkes error grid fall in the 'c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.